Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no output at the time of implant. The physician has elected to leave the ipg implanted and follow the patient. The patient is pacemaker dependent.